Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Event description:
On (B) (6) 2010, the reporter contacted lifescan (lfs) on behalf of the pt alleging that a one touch ultra2 meter read inaccurately low. The pt manages his diabetes with an insulin pump. The reporter indicated that the alleged issue started on an unspecified date/time 6 months back prior to contacting lfs on (B) (6) 2010. She mentioned that the pt had been getting unspecified low readings. On an unclear date/time, the reporter claimed that the pt had developed symptoms of difficulty breathing. Due to the symptom, the reporter took the pt to a hospital. In the hospital, the reporter claimed that the pt's blood glucose was tested on the reported meter and a result of "298 mg/dl" was obtained. Within 30 minutes of testing, the pt's blood glucose was reportedly tested on an ER/hospital meter and a result of "412 mg/dl" was obtained. Based on statistical methodology, the calculated difference of the reported glucose results exceeds the expected value of <= 30% and/or <= 30 mg/dl. The reporter claimed that as a result of the hospital visit, it was discovered that the pt had ketones. The pt was reportedly admitted to the ICU and treated with IV fluids. It would have been helpful to know the following info: the pt's testing frequency, his medication and diabetes management regimens, what blood glucose readings the pt had been getting prior to the hospitalization, and what actions the pt was taking based on his meter readings. In addition, it would have been helpful to know what date/time the pt's symptom of difficulty breathing started, and if he had any other symptoms during the time of concern. The reporter did not have control solution for troubleshooting. The meter, test strips, and control solution were replaced. Based on the info provided, this complaint is being reported due to the following conclusion: the reporter claimed that the pt was hospitalized and received IV fluid treatment after the alleged issue began.